Event description:
In 2006, depressurization and o-c7 instrumentation was done with summit si on patient in another country. Due to depressurization are, just one occipital screw was applied. Two months later, the screw was found to be backing out. In 2007, the occipital screw and plate were explanted. As surgical intervention occurred, an MDR is being filed.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.